Event description:
The customer reporter on (B)(6) 2014 at 11:57 am she activated a new pod. The pod was deactivated and she realized the cannula was bent. There was also blood noted around the cannula.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.